Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump's display was difficult to read due to being dropped. The customer stated that this had been an issues for about one year leading up to the call. Blood glucose level at the time of the incident was not provided. The customer also reported that eight months prior to the call, he was hospitalized due to a blood glucose level over 600 mg/dl. The customer stated that he had been feeling bad, fell down, and felt as though he was going to have a heart attack. Blood glucose level at the time of the call was 400 mg/dl, which was treated with a manual injection. The customer was advised that the insulin pump would be replaced but did not return the device for analysis.